Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 08/17/2021, the customer indicated that she was prescribed an antibiotic and sunflower lecithin for the clogged ducts, which are resolved. The device was returned with the customer's parts and accessories and was evaluated on 09/08/2021 and it passed suction and cycle specifications. The customer's report of low suction could not be confirmed. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On 08/06/2021, the customer alleged to medela llc that her pump in style max flow breast pump had low suction. She additionally alleged that she developed clogged ducts every two days and it was so painful that she has stopped pumping completely.